Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause could not be determined, however the issue had been resolved.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. Result/method/conclusion codes applied to both the controller and the ins, all new device codes apply to the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(4), product type: programmer. Product ID: 97745, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient was charging their ins and both controller and ins were "almost dead". The patient stated they were successfully charging their ins for a while before controller battery depleted, so they plugged their controller in. They were able to charge their controller for a while, and when they went to check on status of charge, she noticed controller would not power on. They called back the next day to state that they received a replacement controller and had already mailed that controller back in. They stated the issue was that they left the lithium power pack inside the old controller, and now did not have a power pack to use with their controller currently. The manufacturing representative called back later that day and stated that the patient was "irate". They were without therapy and were unable to charge their ins daily. Caller stated the patient was set on hd and had to charge the ins daily. Caller stated the patient could not be home to sign for the package. No further allegations/complications were reported.